Manufacturer narrative:
Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device with lot number 30360821m and identified no internal actions related to the reported complaint condition. Still no device has been received for analysis since it was reported to be discared, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2020, biosense webster inc. Received additional information indicating the patient was a 70-year-old-male weighing 80kg. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After ablation was completed for right pulmonary veins (rpv), during left pulmonary veins (lpv) ablation near the esophagus, blood pressure began to drop and effusion was confirmed by soundstar catheter. Pericardiocentesis was performed for fluid removal. The volume of fluid removed was not specified. The procedure was aborted, and the patient was returned to cardiac care unit. The physician¿s commented that 35 watts were used near the esophagus. There was patient movement during the procedure, and the physician was not sure where it [the perforation] occurred. Ablation was continued for a while even after blood pressure dropped. The drained blood appeared venous blood. There was no report of extended hospitalization nor additional intervention.

Manufacturer narrative:
In the initial 3500a report, a recall number was incorrectly provided. This device and event are not related to the recall provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: pc-(B)(4).